Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. Functional and visual testing was performed. The operator was unable to duplicate the customer's reported problem in that the pump displayed continuous beeping" issue during the investigation. High pressure alarms were found in the pump's event history logs. It's recommend a downstream occlusion sensor and the upstream occlusion sensor be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was continuously beeping. There was no reported adverse event.